Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ping meter displayed an "ER 1" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) (year not specified). It is not known how the patient manages her diabetes or what action she took at the time of the alleged issue. At an unspecified time prior to the start of the alleged issue, the patient claimed she felt symptoms of hot and sweaty. The patient ate food as treatment. At the time of troubleshooting, the cca noted it was not the first time the subject meter was being tested with. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the alleged "ER 1" message remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.